Event description:
The ECG neonatal electrodes have bright aqua/baby blue colored spots on them, which were caused by bare metal wire fragments in the gel. The problem was immediately obvious due to the change of color from white to bright blue on the pads. Due to the distinct color change, the electrodes were not used; however, the concern is that if they had been used, they could have damaged the extremely fragile skin of premature or newborn infants. This also happened once before, approximately 14 months ago, and was reported to the company, philips medical systems.